Manufacturer narrative:
(B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the osteotomy surgery for the 1st metacarpal bone by using the va locking hand system. It was not reported how the surgery was completed. On (B)(6) 2020, the patient visited the hospital where it was confirmed that the plate in question had been broken. On (B)(6) 2020, reoperation was performed to remove the broken plate and fix the bone again by using another plate and hard wires. No further information is available. Concomitant device reported: unknown wire (part # unknown, lot # unknown, quantity unknown). This report is for one (1) 2.0mm ti val rotation corr plate-6 holes-sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part: 04.130.366s, lot: 9960919, manufacturing site: grenchen, release to warehouse date: 07.jun.2016, expiry date: 01.may.2026. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. B1: corrected reportability from product problem only to serious injury and product problem. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.